Event description:
Patient purchased a "two pack" of complete moisture plus for use with her contacts. One of the two bottles was used in and around the above date of event. Soon after, the pt developed severe eye pain and swelling. Patient is now under treatment and on disability. Treatment has been ongoing for over two months, and prognosis is not good. The lot # of the 2nd - unused bottle- is zb03327. Dates of use: #1. 2007, #2. 2007, diagnosis or reason for use: contact lens solution.